Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of a failed air detector through "air-in-line" messages in the history log, but could not reproduce it. Review of known contributors led to the determination that the upstream sensor was the failing component. The upstream sensor was replaced.

Event description:
It was reported that a pump had an issue with the air line detector. It was also reported that there was no pt involvement.